Manufacturer narrative:
The customer was provided with a new printed circuit board and harness, and will repair their centrifuge. The customer did not return the unit or the parts that were replaced. No further investigation may be carried out. (B)(4).

Event description:
A customer in the united states reported their express 4 centrifuge was stopping in the middle of the spin cycle. The customer also said the lid would not open automatically after the spin cycle. While troubleshooting, the customer noticed an area on the printed circuit board had a black discoloration and that it seem burned. The customer stated there was no smoke or burning smell and the fire department was not called in. The customer did not indicate that any patient samples were affected.